Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: customer quality investigation: the instrument was not returned, and the investigation will be completed based on the supplied images from the attachments (B)(4) engineers assessment 1, (B)(4)engineers assessment 2, (B)(4) engineers assessment 3, (B)(4) engineers assessment 4, (B)(4) lot gm4125801, (B)(4) lot gm4755104, (B)(4) lot gm4807403, (B)(4) lot gm5444602) the images were reviewed, and the complaint condition can be confirmed as the attached photographs show all four 279726401 open alignment devices have varying degrees of dried cement within its bore. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. Conclusion: the overall complaint was confirmed as dried cement could be seen in the alignment device¿s bore. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. There was no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. A review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm4128501 was released in 2 batches. Batch1: lot qty of 200 units were released on (B)(6) 2014 with no discrepancies. Batch 2: lot qty of 3 units were released on (B)(6) 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that it was discovered that dried cement found in 3 viper cffx open cannula. It was unknown when and how it was happened. It was unknown if any surgery was involved. There were no patient consequences. This report is for an open alignment device. This complaint involves four (4) devices. This report is 1 of 4 for (B)(4).